Event description:
The customer reported during op check the device displays a "power supply stopped message", and a "impending shutdown message." The message appears after the battery is charged and the device is plugged into the main power supply. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.